Manufacturer narrative:
Product has not been returned; therefore, product has not been evaluated. The provided lot code of the cord was rp02 which is from (B)(6) 2020 which is over the IFU recommendation and is probable cause of wear and tear causing a spark. The associated equipment generator uh400u arrived damaged from impact, housing (top cover) and interface board damaged from impact, the foot pedal item uf902 no problem found.

Event description:
Per the facility, during a turp procedure the uh801 bipolar hf cord sparked and popped. In this same procedure 2 related complaints were filed including the generator uh400u complaint (B)(4) and the foot pedal uf902 complaint (B)(4). The facility chose to postpone the case as they had no cord replacement, and was uncertain if the generator or foot pedal being used had malfunctioned.